Event description:
It was reported that during an annual follow-up, that all of the leads electrical measurements were noted to be high. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.